Event description:
It was reported that a neurovascular surgery was performed in a patient to treat unruptured aneurysm in the left internal carotid artery. During the procedure the physician shaped the tip of the subject microcatheter using a heat gun for about 30-second, which is not described in the dfu (direction for use). When a guidewire was inserted into the subject microcatheter to access the target lesion, the operator found that the subject microcatheter distal marker was missing. The physician decide to retrieve the subject microcatheter and found that the 1- 2 mm of the distal tip of the microcatheter including the distal marker was missing. It was reported that it was confirmed through angiography that no residuals were remaining inside the patient's vasculature. The physician made an attempt to look for the detached tip of the subject microcatheter outside the patient's body, but it was not found. According to the physician the detached tip of the subject microcatheter and the distal marker were missing from the beginning of the procedure itself. The subject microcatheter was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the tip of the returned microcatheter was found to be kinked/bent. The catheter tip was found to be broken/fractured. The ro marker was detached. There were no other anomalies noted. The hub and the catheter shaft were found to be intact. Functional inspection: catheter tip broken/fractured inside/ outside patient functional test ¿ n/a as the defect confirmed during visual inspection. Ro marker(s) detached/separated/not visible under fluoroscopy ¿ unable to perform, the ro marker was detached and was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient. The damage noted to the device would be indicative of the as reported defect. It was seen that the microcatheter was severely damaged, and the ro marker was detached. The device would not have escaped manufacturing in the condition the device was received for analysis due to the controls in place in the manufacturing process. Also additional information received indicated the device was steam shaped with a heat gun for 30 sec which could have contributed to the event. The dfu states "shape microcatheter by holding mandrel/microcatheter assembly no closer than 2.54 cm (1 in) from steam source for approximately 10 seconds". The as reported and as analyzed 'ro marker(s) detached/separated/not visible under fluoroscopy', 'catheter tip broken/fractured during use', and as analyzed 'catheter shaft kinked/bent' will be assigned user error as the investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. There was a deviation from the supplied dfu that resulted in a different medical product response than intended by the manufacturer or expected by the user.

Event description:
It was reported that a neurovascular surgery was performed in a patient to treat unruptured aneurysm in the left internal carotid artery. During the procedure the physician shaped the tip of the subject microcatheter using a heat gun for about 30-second, which is not described in the dfu ( direction for use). When a guidewire was inserted into the subject microcatheter to access the target lesion, the operator found that the subject microcatheter distal marker was missing. The physician decide to retrieve the subject microcatheter and found that the 1- 2 mm of the distal tip of the microcatheter including the distal marker was missing. It was reported that it was confirmed through angiography that no residuals were remaining inside the patient's vasculature. The physician made an attempt to look for the detached tip of the subject microcatheter outside the patient's body, but it was not found. According to the physician the detached tip of the subject microcatheter and the distal marker were missing from the beginning of the procedure itself. The subject microcatheter was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.